Manufacturer narrative:
If additional info becomes available regarding root cause of the alarm malfunction, a follow-up report will be submitted.

Event description:
A respironics field service tech was installing an upgrade at the customer site. During this service, the respironics field service tech found that the audible alarm would not sound during power on self test as specified. The unit was then forwarded to the service center for evaluation. There was no pt involvement. The service center performed a detailed evaluation. The service tech repaired the device by replacing the key panel assembly to correct the problem. The key panel assembly had failed. It was determined that the speaker wire had broken creating an open condition resulting in alarm failure.